Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and sepsis. The event was manifested by ¿feeling sick¿ and abdominal pain. The patient was hospitalized for peritonitis and sepsis. The cause of the events, treatment details, action taken with dianeal and extraneal therapies, and patient¿s recovery status were not reported. At the time of this report hospitalization was ongoing. No additional information is available.